Event description:
Subsequent to the initially filed report, additional information was received stating the xtw clip (31031a1065) was inserted; however, during grasping while simultaneously actuating the grippers in the left ventricle (lv), the anterior gripper would not lower. Troubleshooting was performed, including locking and unlocking and cycling the grippers, but the issue was unable to be resolved.

Manufacturer narrative:
All available information was investigated, and the reported single gripper actuation issue was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and the returned device analysis, the cause of the reported single gripper actuation issue was unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip device referenced in b5 is being filed under a separate medwatch report.

Event description:
It was reported this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4 and calcified leaflets. During preparation, a steerable guide catheter (sgc) ((B)(6)) would not hold fluid column. Therefore, the sgc was not used, discarded, and replaced. The procedure was continued with a new sgc, and an xtw clip (31031a1065) was inserted. However, while in the left ventricle (lv), the anterior gripper would not lower. Therefore, the clip was removed and replaced. The procedure was continued, and a new xtw clip was successfully implanted, reducing mr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure.